Event description:
It was reported the lead displayed a sudden shock impedance spike. Additionally, the lead was implanted past the use by date. The adapter was removed and replaced. Following, the lead "still shows erroneous impedance." The lead remains in use and no patient complications have been reported as a result of this event.